Event description:
An initial event notification was received by united therapeutics drug safety on 15-aug-2025 from accredo specialty pharmacy and forwarded to millyard advanced medical products, llc, on 16-aug-2025. The patient reported a pump failure alarm on remunity pump (B)(6). The patient successfully switched to their backup remunity pump (B)(6) but received a cassette depleted alarm several minutes after the switch. The patient attempted changing the cassette and pump battery, but the cassette depleted alarm persisted. New remunity pumps and additional medication were expedited to the patient as they were unable to restart their infusion. Remunity pump (B)(6) and remunity remote (B)(6) were returned to millyard advanced medical products, llc, for investigation on 01-oct-2025. The remunity remote originally paired to remunity pump (B)(6) was not returned; therefore, remunity pump (B)(6) was paired to an engineering remunity remote during the investigation. Review of the system logs confirmed the reported pump failure alarms. Disassembly of the pump revealed a hardware issue, associated with a known manufacturing corrective action, which would have resulted in the reported pump failure alarms. Upon powering on remunity remote (B)(6), it was confirmed that it had been paired with remunity pump (B)(6). Review of the system logs confirmed cassette depleted alarms on (B)(6) 2025; however, a specific cause for these alarms could not be conclusively determined as pump (B)(6) was not returned. The remote functioned as expected during the investigation. Pump (B)(6) functioned within specification during the investigation as it alarmed accurately and entered a failsafe state after alarming. No other components or further information related to the reported event have been made available to millyard advanced medical products, llc, for additional investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on 15-aug-2025 from accredo specialty pharmacy and forwarded to millyard advanced medical products, llc, on 16-aug-2025. The patient reported a pump failure alarm on remunity pump (B)(6). The patient successfully switched to their backup remunity pump ((B)(6)), but received a cassette depleted alarm several minutes after the switch. The patient attempted changing the cassette and pump battery, but the cassette depleted alarm persisted. New remunity pumps and additional medication were expedited to the patient as they were unable to restart their infusion. No components or further information related to the reported event have been made available to millyard advanced medical products, llc, for additional investigation.